Event description:
It was reported that due to pump programming errors, the results were as follows: on 24 march 2023, the pump was programmed at 17:00 and the checks were carried out on (B)(6)2023 at 19:30, so 26 hours and 30 minutes later. The prescription was as follows: concentration 1mg/1ml with a flow rate of 1.9 mg/h, which finally gives a residual volume of 49.65 ml. Furthermore, on a schedule of 4mg/1ml, the residual volume should be 87.41 ml. At the time of the check, in the cassette parameters, the residual volume was 83.9 ml which does not correspond to a concentration of 1mg/1ml or a concentration of 4mg/1ml over 26,30 hours. After resetting the parameters, it was indicated that the patient had received 30.3ml and 121.2mg and no boluses administered. According to the client, with an administration of 30.3ml, when the residual volume should have been 69.7ml. Then, after changing the pca (without changing the cassette), at 6:45 pm it showed 57 ml residual volume.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).